Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device was giving a "system failure". There was patient involvement but no harm. Additional information received 22apr2026: per report; the customer states "IV pump brain had a "system failure", channels continued to function brain screen had message system failure channels will continue to run but change brain asap. After I switched his amio drip, lr maintenance ivf and then the dilaudid pca I attempted to clear the dose history for the pca for my 12 hr shift and it had already been cleared so I had no way to document the amount of dilaudid used."